Event description:
It was reported that during patient infusion of propofol with a spectrum iq pump, the "propofol was not being delivered to the patient (medication not being pulled into tubing chamber)". It was further reported the nurse changed the spectrum pump. According to the reporter, ¿it was uncertain if patient was sedated through event¿. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and was able to properly deliver fluid within accepted accuracy range. The device was tested for upstream occlusion detection and was able to properly detect an upstream occlusion alarm. The event history log was reviewed for the reported event and no abnormalities that could cause or contribute to the reported under-infusion were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Baxter issued a field action in december of 2021 (fa-2021-056) to communicate important safety information for spectrum v8 and spectrum iq infusion pumps related to potential reduced or non-delivery of medication, in some cases without alerting the user via pump alarm. It was determined that this may occur due to incorrect administration set setup and/or incomplete resolution of upstream occlusion alarms when using spectrum v8 and spectrum iq infusion pumps. Baxter issued field action fa-2023-034 due to an increase in reported false upstream occlusion alarms following upgrades to software versions v8.01.01 and v9.02.01. Baxter will downgrade the software on all affected pumps to the previous versions v8.01.00 and v9.02.00. Should additional relevant information become available, a supplemental report will be submitted.